Event description:
Related to MFR report # 2183959-2012-00477. On (B)(6), 2009 the pt was implanted with an ams perigee to treat her pelvic organ prolapse and stress urinary incontinence. It was reported that the pt experienced serious bodily injuries, including pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding. On (B)(6), 2012 the pt had an "excision" performed to "remove portion of the pelvic mesh products." It was also indicated that the pt experienced significant mental and physical pain and suffering and sustained permanent injury.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.